Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 600 mg/dl. Customer's other blood glucose value was unknown. Customer reports the drive support cap appears normal. Customer also reported that the insulin pump had motor error and less battery life and protective coating on. On buttons wore through. Customer was able to complete pump rewind. Customer declined to troubleshooting for high blood glucose. The customer was treated with manual injection. The device will be returned for analysis.